Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t wave oversensing and undersensing during climbing. The technical services (ts) analyzed the data and recommended reprogram options and continue to monitor. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, x-rays were recommended to evaluate the system placement. The x-ray was performed, and it was found that the electrode looked good and straight but a little high, however this s-ICD was low enough to capture the myocardium. The physician will be discussing the case with the consultant and let the field representative know the decision. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t wave oversensing and undersensing during climbing. The technical services (ts) analyzed the data and recommended reprogram options and continue to monitor. This s-ICD remains in service. No adverse patient effects were reported.